Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the account manager called on behalf of the account. The patient underwent a bravo procedure on (B)(6) 2017 and shortly after the procedure complained of chest pain where the capsule was attached to the esophagus. The patient requested an x-ray which was performed on (B)(6) 2017. The x-ray showed the capsule still attached to the patients esophagus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received by the customer as follows; patient called and reported their chest pain had subsided. No repeat procedure was performed.